Event description:
The customer reported that the system intermittently does not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the interconnect cable as a proactive measure. He also replaced the keyboard due to a torn cover. The system fluoroed as intended.